Event description:
A malfunction was reported with a customer's pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer attempted to reset the pump but the malfunction persisted, leading technical support to assist with resetting the pump again and deciding to replace the pump. Customer planned to use a backup insulin pump and multiple daily injection therapy to ensure continued insulin delivery. Technical support provided instructions for returning the problematic pump and shipping a replacement.